Event description:
It was reported that a patient underwent a kyphoplasty procedure at level t12. The procedure was successful. Postoperative CT scans did not indicate any issues. The patient reported having headache, nausea, and vomiting following the procedure and was admitted to the hospital on (B) (6) 2010. Neurosurgery was consulted. CT of the abdomen, pelvis, lumbar spine and head were performed and showed no acute findings. The patient was diagnosed with new onset atrial fib and was released on (B) (6) 2010. Reportedly, the patient died at home on (B) (6) 2010. No additional information was reported.

Manufacturer narrative:
Device not returned, followed up with company representative.